Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the anchor site and the pain worsen when laying on the side. The pain underwent a revision where in the anchor was buried deeper. The patient was doing well postoperatively.